Manufacturer narrative:
The device was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that screen was not working and it was not pumping. The customer¿s blood glucose level was unknown. The insulin pump screen was empty. It was sounding an alarm. The customer removed the battery. But it was still doing the same thing. The screen only shows lines. The insulin pump will be returned for analysis.